Event description:
The surgeon was pre-planning a revision in order to extend an older construct by 2 levels due to adjacent segment disease. The primary surgery occurred on (B)(6) 2022. There was no mention of screw backout from the surgeon. A review of the x-ray it was observed that the bottom screw was backing out and the cover had displaced. Surgeon did not revise because of the backout, but because of the adjacent segment disease.

Manufacturer narrative:
The device was returned, but with missing components. The exact cause of the issue is unknown.